Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found a missing piece of haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon loaded a 13.2mm micl13.2, -8.5 diopter, implantable collamer lens and a tear was noticed. There was no patient contact and the backup lens was used. Event cause was unknown.